Manufacturer narrative:
Based on information received following submission of the initial report, our device (iol) was not the contributory cause of the event, this event does not meet criteria for reporting as a serious injury. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested; and received stated that the iol was no longer in question at all. It was a problem with the patient's biometric measurement and corneal refraction. When the patient was switched to other lens, patient had the same results. This report was downgraded to non reportable.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that after an intraocular lens (iol) implant procedure, the patient had a bad postop result, lens was explanted at patient¿s request because it was very uncomfortable by his 7/10 at d10. Additional information has been requested; however, further information has not been received.